Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed and was unable to recover. A field service engineer (fse) found liquid spilled in the drawer and chalky residue on the control board. The drawer was removed, liquid dried, and the control board replaced. Tested in hardware test application and customer verified functionality without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer bin was failed to recover in cath lab and user tried to open manually to resolve. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.